Event description:
It was reported that the pt underwent surgery for spinal fusion with implant of posterior pedicle screw/dynamic rod fixation. Sometime post op the hardware failed and the pt underwent a revision surgery.

Manufacturer narrative:
The device was returned to medtronic for evaluation. The screw was received still connected to the upper portion of the rod. The screw post is broken approximately 10mm below the head component. Fractured surface is consistent with fatigue failure under repeated bending solicitations.